Event description:
It was reported that the procedure was to stent a pre-dilated moderately calcified, de novo 85% stenosed lesion in the proximal left anterior descending artery. It was initially reported that the 2.5 x 15 mm xience prime would not cross the lesion. Additional information reported that although resistance was met during advancement of the device, it did cross the lesion. The device was pressurized 3 times at 12 atmospheres, but the stent would not deploy. A new 2.5 x 15 mm xience prime stent was successfully deployed to treat the target lesion. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/physical resistance in the lesion could not be replicated in a testing environment as it was based on operational circumstances. Failed/difficult inflation was not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.